Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's sister called because it was not working. It was clarified that patient was not feeling stimulation and had been unable to control their bladder and had a lot of frequency. It was stated that patient had started having pain and thought may have a urinary tract infection. It was mentioned that the patient's device went off for two weeks and no additional information was provided. It was noted that the therapy was on. The issue was not resolved at the time of the report. It was noted that no trauma/falls could be related to the issue. It was reviewed patient to use the programmer to increase/decrease parameters and amplitude. The patient reported feeling stimulation after increasing it to a comfortable level. It was mentioned that patient had an appointment with the doctor on the day of the report. No further patient complications were reported as a result of this event.